Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please provide further clarity to the event of "the clips were not deployed properly". Did the device not feed clips into the jaws? Did device drop or eject clip? Did device sideways feed clip? Did device fire malformed clips?did device fire scissored clips? ¿ the device fired scissored clips. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 16 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not deployed properly. The device was used on the blood vessel. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.